Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(4) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A voltage test was performed and the transmitter has voltage the reported event of unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.